Event description:
Manufacturing for these yankauers are not consistent, causing some to slip out of suction tubing when connected. They could potentially slip out of suction tubing and stay in patients (mostly used on pediatrics) throat when suctioning. Have 4 packages, small issue, small lot #.